Event description:
On (B)(6), 2026, during an ercp procedure performed in the setting of prior biliary interventions, an existing gore® viabil® short wire biliary endoprosthesis that had been implanted approximately one to two months prior was observed to be occluded. The procedural plan included removal of previously implanted biliary stents; however, due to access difficulty, the existing viabil stent was not removed. To address the occlusion and restore biliary patency, the physician performed a relining procedure by placing a new viabil biliary endoprosthesis within the existing stent. The relined stent was left in place at the conclusion of the procedure.

Manufacturer narrative:
H6: the lot number for the affected device was not available. The device was not returned for analysis as it remains implanted. Based on the available information, no device malfunction or product deficiency has been confirmed. D6a: implant date of (B)(6) 2026 was used as an estimated implant date. The actual implant date was not available. The gore® viabil® biliary endoprosthesis instruction for use warns: "complications associated with the use of the gore® viabil® biliary endoprosthesis may include those associated with other biliary endoprostheses, including but not limited to endoprosthesis misplacement, migration, fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm/sludge formation, extrinsic compression, or tumor overgrowth at the endoprosthesis ends." The reported occlusion is consistent with known potential complications associated with biliary stents and the clinical use environment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.